Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had shut off. Customer¿s blood glucose level was 170 mg/dl at the time of incident. Customer stated that the drive support cap appears to be normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not report an e70 alarm. Customer reported that the insulin pump passed the displacement test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.